Event description:
Sales rep reported that the surgeon noticed while in surgery that the device has a fissure at the connection between the metal and the carbon part. The surgeon was able to finish the surgery without any consequences. He used another device.

Manufacturer narrative:
Na.